Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product or procedural details to bard. The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
PICC nurse placed a 6fr line, and during x-ray, what looked to be a wire fragment allegedly shown on the x-ray. The length of the line was approximately 6cm. It had shown across the subclavian. No other info provided.